Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the right atrial lead had dislodged the same day it was implanted. The lead exhibited loss of capture. The patient was asymptomatic. The lead was attempted to be repositioned but was unsuccessful. The physician noted the dislodgement had to do with helix issue. The lead was explanted and replaced. The patient was in stable condition.